Event description:
It was reported that a patient received a system error 2240 (air in set) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain two of five. During troubleshooting, the customer indicated that the transfer set broke during use and solution leaked. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.